Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other five perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the heavily calcified right common femoral artery (rcfa) and the heavily calcified left common femoral artery (lcfa) with six proglide devices via a 6f sheath using the pre-close technique prior to an endovascular aneursym repair (evar) interventional procedure. Reportedly, cuff misses occurred with two proglide devices in the rcfa and suture breaks occurred with four proglide devices in the lcfa. The sutures of two new proglides were successfully pre-placed in the rcfa and the sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to a 12f sheath in the rcfa and a 16f sheath in the lcfa. The evar procedure was completed and hemostasis was achieved in the rcfa and lcfa using the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.